Event description:
During a colpohysterectomy, using items 3103pk and 3015pk, the pt suffered minor burns. The surgeon reported that the generator seemed to be the cause of the burns. The generator was switched out and the procedure was completed with no further incidents.

Manufacturer narrative:
During the investigation, no fault was evident and the generator met its specified requirements. Following the investigation, the customer's generator was upgraded as per (B)(4) and it's software was upgraded to the latest version 2.24. Conclusion: root cause could not be determined. The generator was fully within specification and no fault could be found. It should be noted that although no fault was found during the investigation of the generator, it would have been advantageous if the "instruments/connector cable/footswitch" used during the procedure were also returned. This would have enabled the investigation team to test the components as a complete unit as well as individually. As no fault was found with the generator, the potential root cause could be linked to the instrument/connector cable/footswitch.